Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated the device did not cause the perforation. The physician indicated that the previous infection from another manufacturer's device or previous surgery was the cause of the perforation. The suture sling through the rear tip extender was tied into the corporotomy to keep the device in place.

Event description:
It was reported that during a spectra penile prosthesis implant surgery, the right corporal body was perforated. The physician placed a 3.0 prolene rear tip extender suture sling. No further patient complications were reported in relation to this event.